Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker showed less than six months a couple of months ago then recently upon interrogation it showed a year and after threshold it showed a year and a half. Boston scientific technical services (ts) then discussed the general issue with a pacemaker battery and automatic capture. This pacemaker was explanted. No additional adverse patient effects were reported.